Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot test. Upon service investigation the ECG c and d cable hex crimp ferrule connector was not properly seated into the j704 connector. The improper seating caused intermittent fall-off failures. The intermittent failures led to the failed hi-pot test. The root cause for the improperly seated ECG c and d cable connector was unable to be positively determined, but may have been caused by physical abuse placed on the trunk cable. No adverse event resulted from the improperly seated connector. The last pt to use this electrode belt did not report any problems.